Event description:
The customer reported being in the emergency due to gastroparesis, but his blood glucose went up to 400mg/dl. The customer stated that he experienced nausea, vomiting, shoulders, arms, back, and neck pain. The customer stated that his blood glucose was treated while staying at the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.